Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the reported clinical observation based on normal resistance measurements, passing the hipot test and inspection that showed no conductor fractures. Moreover, the laboratory observation and field report were insufficient to verify dislodgement. Further, analysis found no evidence of device defect, anomaly or damage outside the bounds of normal medical use.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Additional information was received indicating that loss of capture was also noted with the lv lead. The lead was explanted and patient was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Additional information was received indicating that loss of capture was also noted with the lv lead. The lead was explanted and patient was given antibiotic. No additional adverse patient effects were reported.